Event description:
It was reported to boston scientific corporation that an obtryx halo device was used during a sling placement procedure. According to the complainant, the patient is suffering from slight pain on the left side but only when exercising. According to the physician, the obtryx halo single system device was working fine. The patient is continent, did not present any symptoms of infection or any another unusualities and also had no reported hospitalizations. Medical intervention done is not confirmed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.